Event description:
The mobile meter read 29 mmol/l, 23 mmol/l or 18 mmol/l, then 9.1 mmol/l and the compact plus read 8.3 mmol/l. All results within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is compact plus system, medwatch with identifier (B)(6) is mobile system.